Event description:
Blade is broken and split.

Manufacturer narrative:
Immediate visible damage: blade broken and split. Failure confirmed. Safety alert notice (B)(4) issued to all customers on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.